Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿age and oversizing influence iliac dilatation after evar ¿ gray de, samaan c, oikonomou k, gruber-rouh t, schmitz-rixen t, derwich w. Journal of clinical medicine. 2022 nov 30;11(23):7113. Doi: 10.3390/jcm11237113. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿age and oversizing influence iliac dilatation after evar¿ the time frame of this study was over a ten-year period. Multiple manufactures products were implanted. Endurant ii stent grafts were implanted in the patient population. The study aimed to determine certain morphological changes in the distal iliac landing zone after evar implantation, as well as possible risk factors associated with iliac sealing failure. 55 patients were included in the final analysis. Among the patient population the following malfunctions occurred: ia endoleak, ib endoleak, type iii endoleak, inadequate seal no further information was provided pertaining to medtronic products